Event description:
It was reported that the insulin pump alarmed during manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk. Unit was received with missing end cap sticker.